Manufacturer narrative:
No product was returned from the customer. The customer¿s complaint of cracked and leaked below the upper fitment was confirmed. The cracked was observed to be a tear in the silicone segment near the upper blue fitment. The root cause of this failure was not identified.

Event description:
The customer reported that while doing rounds, the nurse noticed an unknown medication leaking from a crack below the upper fitment during an infusion on a pump. The pump and infusion set when changed functioned normally. There was no patient harm.

Manufacturer narrative:
The customer's complaint of a crack and leak below the upper fitment could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while doing rounds, the nurse noticed an unknown medication leaking from a crack below the upper fitment during an infusion on a pump. The pump and infusion set when changed functioned normally. There was no patient harm.